Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, an electrical and a mechanical inspection. During the visual inspection a bend in the lead's distal part was noted. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The cuttings of the insulation and the deformation of the outer coil occurred most likely during the explantation procedure. In summary, a bend in the lead's distal part was noted, affecting the performance of the active fixation mechanism. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this patient had experienced a syncopal event. Evaluation of this right ventricular lead, noted loss of capture and under-sensing due to dislodgement. A revision procedure was performed. However, the lead could not be repositioned due to tissue in the helix mechanism. A new lead was implanted without further incident. No adverse patient effects were reported.